Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital's perfusionist that the patient had heard a grinding noise and experienced red heart alarms. The patient was admitted to the hospital for evaluation. The waveforms were evaluated by the manufacturer, which confirmed bearing wear. The patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console and is currently awaiting a heart transplant.